Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00371: bolt.

Event description:
While implanting an aculoc 2 plate, the locking bolt was loosened to drill the distal side of the plate. When finished drilling, the locking bolt was retightened and broke. Part of the bolt remains implanted and could not be removed.